Event description:
The surgeon experienced a corneal burn during the first stage of phacoemulsification. The surgeon used a 10-0 suture to close the incision site.

Manufacturer narrative:
This incident was initially reported to a third party handpiece MFR who then passed the report on to mst.